Event description:
The customer reported an issue with their lancing device and that the meter will not test their blood glucose level. In addition, the customer indicated she has been feeling shaky and lightheaded over the past few weeks. She also stated she lost consciousness last month and her husband gave her insulin. The paramedics were called and they transported the customer to medical center. The customer was diagnosed with severe hypoglycemia and was given glucose and instructed to eat. However, it is unknown if the lancing device and meter issues occurred at the same time as the medical event. There was no report of permanent impairment.

Manufacturer narrative:
The complaint was not confirmed and no new issues or errors were observed, all results were within the range specification during control solution testing. The meter was returned and according to the memory log, there are no results during 2007.